Manufacturer narrative:
A ge rep evaluated the system and reseated connectors and adjusted the 5 volt power supply. System operates as intended.

Event description:
The customer reported the system displayed an error during boot up. No pt injury was reported.